Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angioseal vip was returned for product evaluation. The returned sample included the mated carrier tube and hemostasis sheath, arteriotomy locator, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. The device was then subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, but the carrier tube was unable to be moved forward. Force was applied and the carrier tube kinked and folded over itself between the hub of the sheath and the cap of the tube. Then, the carrier tube was tried to remove from the sheath hub and high resistance was encountered to remove the carrier tube shaft from the sheath, due to the resistance the carrier tube was stretched. A lot of dried blood like substance was found throughout the length of the carrier tube. Functional testing was unable to be completed due to the kink on the carrier tube. The complaint was able to be confirmed for a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
E3: occupation:(B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after the doctor performed a successful lower extremity intervention, he retracted the 6fr 45cm pinnacle destination and performed an angio with contrast of the right groin ensuring his access site was acceptable for angio-seal closure. After confirming, he proceeded to use the angio-seal device. Nothing was mentioned about difficulty with the access or the deployment of the angio-seal, however when he went to retract the device after rear locking, the entire device slipped out of the skin tract and immediate manual compression was performed. After inspecting the device, they noticed the footplate was still in the sheath, so it never exited the sheath. There was no mention of blood loss. The patient was stable. The procedure outcome was unsatisfactory but acceptable.